Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that contacts 4-7 were showing out of range impedances. The manufacturer representative was also calling to review lead numbering. It was unknown if there was an activity or event that prompted the issue. Troubleshooting was not possible at the time of the call and it was reviewed to check lead numbering and re-test impedances. X-rays/fluoroscopy was also discussed to determine if the lead was located in the header block. The manufacturer representative was to do further investigation and call back when needed. It was noted that the issue occurred on the date of this report. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that no actions or interventions were taken to resolve the out of range impedances. The manufacturer representative stated that the patient was receiving adequate pain relief with the contacts that were in range. It was noted that the cause of the out of range impedances was not determined and the issue has not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the impedance was checked and that there were no new changes. It was reported that electrodes 4 - 8 were red and had high impedances. No symptoms were reported.